Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that yesterday the doctor had trouble tunneling and may have damaged the lead because it came up at shorted 01. They reconnected at the ins and lead and also the lead and extension with no change. The doctor reported he thought he was shearing the electrode at the lead/extension connection so he left it alone. Patient weight is (B)(6) lbs.